Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument failed and had to be replaced. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the prograsp forceps had a broken cable, and the instrument remained static, neither opening or closing.